Event description:
Swelling of face around lips/nasolabial folds [circumoral] [circumoral oedema]. Case description: swelling in lips/nasolabial folds. Initial information was received on (B)(6) 2007 from a physician in the USA regarding a female pt in her 40's, unknown initials, with a history of previous restylane therapy approximately 4 months ago, who experienced swellings in the lips and nasolabial folds after receiving synvisc. The pt received an unknown number of synvisc injections in unspecified hip approximately one month ago. A week after receiving synvisc, the pt experienced swelling in her lips and nasolabial folds in the same areas where restylane was injected. At the time of this report, the outcome of the pt was unknown. No further information provided. Additional information was received on 08-jan-2008 from hcp. The pt is a (B)(6) female pt with a medical history of moderate osteoarthritis in the hip. On (B)(6) 2007, the pt experienced swelling in the lips and nasolabial folds. On (B)(6) 2007, the pt was treated with a medrol dose pack and an injection of hyaluronidase. On (B)(6) 2007, the pt's symptoms resolved. The physician assessed the relationship between the swelling in the lips and nasolabial folds and synvisc as possibly related.

Manufacturer narrative:
Manufacturer's comment: synvisc was used for an unapproved indication for the country of origin for this report.